Event description:
Spontaneous call from pt. Legacy pump alarm with "1260" on display. Pt switched to backup pump. Error occurred while pump was in use. No adverse event experienced. New pump couriered to pt. Pt will keep malfunctioning pump until return box sent. Sn of malfunctioning pump: (B)(4), due 04/11/2020. No other details available. Reported to (B)(6) by pt/caregiver.